Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx delivery system was to be used in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed; however, the guide catheter broke off. The broken guide catheter was removed using forceps while keeping the stent in place. The procedure was completed using the original stent. There were no patient complications reported as a result of this event.